Manufacturer narrative:
The straight suction was returned to the manufacturer for analysis. Analysis found that the returned straight suction had a broken weld from the body to the shaft. The shaft was free of the body. Analysis found that the reported event was related to a mechanical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that a straight suction was damaged. It was reported that it was unknown what caused the damage; the site reported that it fell apart. There was no patient present when this issue was identified.